Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc) two days post-implant. Loc was confirmed at maximum device output. A revision procedure was performed at which time the physician noted the lead was not secured with the suture sleeve but instead directly on the lead body/insulation causing it to be unstable. The lead was repositioned and resecured without consequence and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc) two days post-implant. Loc was confirmed at maximum device output. A revision procedure was performed at which time the physician noted the lead was not secured with the suture sleeve but instead directly on the lead body/insulation causing it to be unstable. The lead was repositioned and resecured without consequence and remains in service. No additional adverse patient effects were reported.